Event description:
The facility representative reported a colleague infusion pump with a failure code 808:02. It is unknown when the event occurred. During baxter's review of the event history, it was discovered that failure code 808:02 occurred during infusion, which caused an interruption during delivery. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module master software version is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously evaluated for the reported condition. A trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).